Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for use was non-malignant pain. It was reported the pump was sticking straight out and had flipped a few months ago. It was noted the pump was hurting over the patient's gut. It was noted "its sharp- it feels like I'm being gutted". The sharp pain was doubling the patient over on that right side where the pump is and slightly above it. The patient was struggling to move. There was no out of box failure. The patient was re-directed to the hcp to address the symptoms.